Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated on (B)(6)2016 at 7:31 there was an empty reservoir alarm. It was noted the hydromorphone dose was titrated down to bridge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcareprovider via a clinical study reported the patient was receiving hydromorphone (3.4 mg/ml at 3.3967 mg/day), fentanyl (2000 mcg/ml at 1998.0 mcg/day), bupivacaine (16.6 mg/ml at 16.584 mg/day), and clonidine (331.4 mcg/ml at 331.08 mcg/day) via an implantable pump. It was noted the patient's baseline weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the pump logs showed a low reservoir alarm occurred and an empty reservoir alarm occurred. No symptoms were reported. Event date was unknown. No further complications were reported/anticipated.